Event description:
Right iliac attachment system dislodged. Aneurx aortic cuff placed in graft trunk converting the bifurcated graft to an aortoiliac graft to left iliac limb. "Rcia" ligated and "fem-fem" performed.